Event description:
It was reported during the implant procedure, that the lead appeared to have damage to the insulation and was not used. There were no complications to the patient reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer tubing kinked/buckled and blood was noted in the helix mechanism.